Event description:
Veritas collagen matrix was implanted during a breast tissue expander procedure. It was reported that at an unspecified time following the procedure, the "implant ended up under the armpit." This was the physician's first procedure using veritas. The status of the pt is unk. No additional details are available at this time.

Manufacturer narrative:
Implant date is unk. No product was returned for eval. A review of the device history record was not possible since the lot number was unavailable.